Event description:
It was reported that following an interluminar decompression for lumbar spinal canal stenosis the silicone drain broke upon removal. The piece that was left behind in the pt required an additional surgical procedure in order to remove it. The drain was secured using string. There were no perforations or sutures used to secure the device.

Manufacturer narrative:
The lot number is unknown; therefore, the device history record could not be reviewed. The returned sample showed stress marks and jagged edges on the breakage area indicating that the drain was pulled out applying excessive force beyond its tensile capabilities. The dimensions of the returned partial sample was found to be within specifications. A review of the manufacturing process and raw material specifications showed no changes that would have contributed to the breakage on the drain. The instructions for use which accompanies each device states: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).